Event description:
It was reported that an unspecified number of syringe 5ml s/t bns experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 301028, batch no: 8208682. Verbatim: they purchase these syringes directly from bd and are noticing a alleged substance within the syringe.

Manufacturer narrative:
Investigation summary: two photos each displaying a loose 5ml syringe were received and evaluated. It was observed in both photos the syringes contained the normal and expect amount of silicone per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect was not identified in the photos received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 5ml s/t bns experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 301028 batch no: 8208682. Verbatim: they purchase these syringes directly from bd and are noticing a alleged substance within the syringe.